Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and they unable to clear it. Customer stated they might had pressed the down button while sleeping. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received no button response due to moisture damage at electronic assembly noted.